Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Introduction / page xii: warnings: rapid-acting u-100 insulin: the omnipod dash¿ system is designed to use rapid-acting u-100 insulin. The following u-100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®, humalog®, or apidra®. Novolog and humalog are compatible with the omnipod dash¿ system for use up to 72 hours (3 days). Apidra is compatible with the omnipod dash¿ system for use up to 48 hours (2 days). Before using a different insulin with the omnipod dash¿ system, check the insulin drug label and consult your healthcare provider. Refer to the nsulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that patient's bg (blood glucose) reached 400 mg/dl while wearing the pod between 36 and 48 hours. The pod's cannula was found bent, while wearing it on the arm. For treatment, the patient gave a manual injection, drank water, and treated her ketones levels. The patient's uses u200 insulin.